Event description:
It was reported about two months later that the patient had no therapeutic stimulation with the old lead after the fall. There was a loss of therapy. The cause of the fall was not device related. The patient fell backwards last summer. Impedance testing confirmed the lead was broken. Reprogramming was performed on (B)(6) with the result of loss of therapeutic stimulation. Trialing with the percutaneous leads began on (B)(6) 2014. It was unknown how the patient was doing at this time.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient had a successful trial and was to be scheduled for implantation/replacement of their implantable neurostimulator (ins) with new placement of percutaneous leads. The patient's surgeon also planned to leave the old lead in place but out of service. If additional information is received, a follow up report will be sent.

Event description:
The patient experienced a loss of reflexes in lower extremities and less than 50% therapy relief. The location of issue or symptom was the left side implant. Post a fall all but 3 leads had greater than 10,000 impedance. There was a break/fracture with the lead. The patient had a loss of stimulation. Reprogramming was performed. The action required as a result of the event was trialing with percutaneous leads. The patient was alive with no injury. Additional information has been requested.